Event description:
It was reported that the patient had been hospitalized with hyperglycemia and diabetic ketoacidosis. It was reported that the cannula could be dislodged causing insufficient delivery of insulin. Details regarding symptoms and treatment were not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.